Event description:
The customer reported that insulin squirted out during the manual prime process and the device alarmed. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device was received with scratched screen, cracked reservoir tube lip, and missing end cap sticker.